Event description:
Boston scientific received information that the patient advocate called as the patient bumped into the table and the power cord exploded. The power cord was in an outlet with a quesadilla maker and waffle maker. The back of the communicator was ruined. There was no property damage, and no one was hurt due to the event. The company representative verified there were no power outage or electrical storm and an original power supply was used. The communicator was currently unplugged. The company representative advised for a communicator replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information was received that the allegation against the power adapter was confirmed. An electrical over stress (eos) occurred due to the power adapter issue. As there is no reportable allegation against the communicator itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. This supplemental report is being filed to correct the b5: describe event or problem, g4: bsc aware date (additional information aware date), h3: device evaluation by manufacturer and device not eval by MFR code and h10: additional MFR narrative.

Event description:
It was reported that the patient advocate called as the patient bumped into the table and the power cord exploded. The power cord was in an outlet with a quesadilla maker and waffle maker. The back of the communicator was ruined. There was no property damage, and no one was hurt due to the event. The company representative verified there were no power outage or electrical storm and an original power supply was used. The communicator was currently unplugged. The company representative advised for a communicator replacement. No adverse patient effects were reported.